Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had excessive no delivery alarms on the insulin pump. Customer stated that the alarms are spontaneous. Customer stated that the pump asks to rewind and they insert the same reservoir, which clears the alarm. The set and reservoir were changed and the alarm keeps coming back. Customer's blood glucose was 10.8 mmol/l. Insulin pump will be returned and replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.